Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
During review of the patient's programming history available in the manufacturer's database, it was identified that low impedance was observed for patient's device. Patient's vns was finally disabled on (B)(6) 2012. Patient underwent full explant of lead and generator on (B)(6) 2013. Surgical notes indicate that the patient was not receiving benefit from vns due to low impedance and that the patient experienced pain in the chest. During the surgery, the surgeon observed that there was a fracture in the electrodes which were coiled up around the generator. The cervical incision was also opened but there were no electrodes remaining there. The explanted products are suspected to be discarded by the explant facility after 30 days from explant.